Manufacturer narrative:
System components: pump: model- 72401110, lot sn- (B)(4), mfg date- 08/29/2012, exp date- 08/22/2017.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) cylinder and pump due to fluid loss. A patient outcome was not reported.

Manufacturer narrative:
Additional information received that the patient outcome was reported to be well. System components pump model- 72401110, lot sn- 787728002, mfg date- 08/29/2012, exp date- 08/22/2017.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) cylinder and pump due to fluid loss. A patient outcome was not reported.

Manufacturer narrative:
Fluid loss was reported. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder that was the result of sharp instrument damage consistent with explant damage. The other cylinder had broken fabric threads and bulging. The pump was not functionally tested due to the cylinder failure. A review of the ams 700 hazard analysis (d055985) was completed. "Device has a fluid leak" is included as a hazard, although the appropriate hazardous situation could not be identified with the limited information provided. Based on this review, this complaint does not represent a new or unanticipated event. A labeling review was performed and according to the IFU, ams 700 ms pump (92162915), there is no evidence that the device was used or handled improperly. The ship history was not able to be completed as the required documentation was not available; unable to determine necessary component implant details and therefore, unable to determine an approximate ship date of the component. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for tcf 787728 found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc.the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen as the reported device problem cannot be confirmed. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required. If further information is received at a later date, the product investigation will be reopened to address the additional information.system componentspumpmodel- 72401110 lot sn- 787728002mfg date- 08/29/2012exp date- 08/22/2017

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) cylinder and pump due to fluid loss. A patient outcome was not reported.